Event description:
Seen for routine pacemaker f/u and noted to have large increase in ventricular capture threshold. Pacemaker programmed to maximum output and pt was hospitalized until vent lead could be replaced. 1/25/2005 - ventricular lead replacement.